Manufacturer narrative:
Device received and visually inspected for reported complaint. Introducer sheath arrived installed and crumpled distal to needle guide on eviva needle device. Complaint verified. Root cause unknown. This observation will be monitored and trended.

Manufacturer narrative:
Information provided by the user indicated that there was no injury to the patient or the user however this failure mode has previously resulted in an injury to the patient requiring medical intervention. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during a biopsy procedure utilizing the eviva stereotactic guided breast biopsy system on (B)(6) 2020 the needle guide sheath became deformed making it hard to remove the sheath and needle from the patient. The biopsy was successful with adequate samples. There was no harm or injury reported to the patient or end user.